Manufacturer narrative:
Investigation details: it is unknown if the reagent red cells contained within the shattered test tube came into contact with the wound. The customer indicated that the laceration was disinfected when initially cut and the operator was seen in the emergency room for infectious disease testing, no medications were provided to the operator and no further details provided. The operator was able to return to work following testing. The customer inquired about any infectious disease testing performed on 3% affirmagen prior to release. Gtsc provided copies of the reagent red cell instructions for use (IFU) and safety data sheet (sds) to the customer. Gtsc discussed the IFU with the customer which states "all blood products should be treated as potentially infectious. Source material from which this product was derived was found negative when tested in accordance with current FDA required tests. No known test methods can offer assurance that products derived from human blood will not transmit infectious agent." Consultation with ortho medical safety officer was completed: the event qualifies as a serious injury. The risk of infection from a blood product is very rare as such the risk of infection from open wound contact with any of this product is expected to be very low. The primary pathogens of concern are human immunodeficiency virus (hiv), hepatitis b virus (hbv), and hepatitis c virus (hcv). According to the cdc, the average risk of hiv transmission after a mucous membrane exposure to hiv infected blood is approximately 0.09 %, 6% - 30% risk of transmission with hbv, and transmission rarely occurs with hcv. Similarly, each lab is expected to adhere to the universal precaution which states that in case of contact with any fluid, the operator should wash the body part with water immediately. This process also helps to reduce infection risk substantially. Although the donors or the material for making the reagents were tested negative for the aforementioned blood borne pathogens, no assay can claim 100% sensitivity all the time. So, a disease transmission due to the exposure cannot be excluded. Thus, this event is reportable due to the uncertainty of infection risk. Although there is no deterioration in the state of health of the subject, this event qualifies as a serious injury because of the uncertainty of infection risk only. The assignable cause of the injury is the shattered test tube and is not linked to ortho¿s reagent red blood cells. The customer has not reported any other similar incident since this event.

Event description:
(B)(6), windchill ra604209 the customer contacted ortho¿s global technical solution center (gtsc) on 08nov2023 reporting that on the same day an operator cut their hand on a test tube containing 3% affirmagen lot a697, expiry 25jul2023, that shattered in a centrifuge. Complainant ¿ (B)(6). Event date: 08nov2023 reported same day to gtsc reagent: 3% affirmagen lot a697, expiry date 25jul2023, manufacture date 23may2023 injured person name: not provided. The customer stated that on 08nov2023, the operator had centrifuged a test tube containing 3% affirmagen lot a697. The customer supplied test tube shattered in the centrifuge. As the operator was removing the shattered test tube from the centrifuge, the operator¿s hand was lacerated on the broken tube. The operator was wearing gloves, but the shattered test tube cut through the gloves into the operator¿s hand. The laceration was not caused by the affirmagen vial, but by a test tube supplied by the customer that shattered in the centrifuge. The customer did not provide any additional details as to the operators condition other than that they were stable with no additional medical assistance required at this time. The customer inquired about infectious disease testing performed on ortho¿s reagent red cells prior to distribution.